Manufacturer narrative:
G4:05apr2021. B4:07apr2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-03389 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:24mar2021. B4:03apr2021. The field service engineer (fse) performed 12.5k preventative maintenance (pm) and replaced the blower motor controller board. The fse performed and passed the extended self-test (est). The fse found maximum system resets exceeded error code occurred and was confirmed in the log. The fse checked the previous error, occlusion: safety valve open alarm error codes occurred 36 counts. The fse verified that the hours are already at 28814, which is past the recommend 12.5k hours pm. The fse was unable to duplicate the maximum system resets exceeded error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer reported that the unit is restarted. The field service engineer (fse) performed extended self test (est) and the unit passed. The fse checked the log and verified the system restarted logged. The fse also checked previous errors. Occlusion occurred and repeated 36 counts. The customer reported that the unit was not in use on a patient. The field service engineer (fse) found that the unit has 28814 hours. The unit already exceeded the 12.5k preventive maintenance (pm). The fse recommended for 12.5k hours pm- machine left for battery charging. The fse did not duplicate the reported problem.